Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID 200 laser fiber was used in a ureteroscopy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during procedure, the laser fiber broke before it was "introduce" to the patient. Upon passing the fiber from nurse to scrub and when the physician received it, it broke in half. Reportedly, the laser fiber was not broken when it was pulled out of packaging and there was no energy escaped from the break. The procedure was completed with another flexiva ID 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.